Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from the lots. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported poor image resolution also appears to be due to challenging patient anatomy. The reported additional therapy / non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the patient anatomy. The first clip delivery system (cds) was advanced to the mitral valve and deployed. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, and another clip to reduce the mr. Three clips implanted, reducing mr to 1+. No additional information was provided.